Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. There were no samples returned for evaluation; therefore, the affected device could not be evaluated to confirm the reported failure. As such, a root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported they had a tass (toxic anterior segment syndrome) case recently. Additional information received on 06nov2024 stated that the patient was treated with increased gtts (drops) and diamox bid x 3d. The patient did not have any longstanding visual deficit. On (B)(6) 2024, the customer confirmed there was no issue with the syringe. They reported the event due to the syringe being used during the procedure.